Manufacturer narrative:
Device passed displacement test and self test. No unexpected a111 alarm anomalies noted. Device received with cracked reservoir tube lip and cracked battery tube threads. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received bolus size mismatch error and was giving one unit extra. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.